Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels above 400mg/dl during the occlusion alarms. Manual injections were administered to address the bg levels. The customer performed infusion set changes to address the occlusion alarms and no issues were observed with the infusion sets in use during the occlusion alarms. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.